Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was unconfirmed because the reported event could not be reproduced. No root cause could be found because the reported event was unconfirmed. A bd purewick urine collection system and external power cord were returned. There was light and sound indicating function. The device passed with a value of 2.139 slpm at device start and 2.288 slpm at 10 seconds. As the reported event is unconfirmed a risk review and labeling review are not required. A DHR review is not required as the event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system has complete loss of suction-failed water test during troubleshoot. It is unclear if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. Female wicks used. Per family via phone on 10sept2025 it was reported, her mom passed on sept 1 not from using the purewick.

Event description:
It was reported that the purewick urine collection system has complete loss of suction-failed water test during troubleshoot. It is unclear if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. Female wicks used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.